Event description:
As reported (B)(6) 2013, a patient of unknown age and gender presented for a thermal ablation procedure. During preparation for the procedure, it was noted the needle of the electrode probe had punctured the seal of the device packaging, compromising the sterility of the product. The device was set aside and a new of the same device was used to successfully complete the procedure. The product never came into contact with the patient, hence there was no harm or injury to the patient due to the event. It was reported that the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).